Event description:
The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the ECG (electrocardiogram) connector was loose on the lem (link electronic module) printed circuit board assembly. Analysis also found the programmer would not power-up during the last restart after stylus calibration; mpu (main processor unit) printed circuit board assembly found out of electrical specification. Analysis also found the keyboard, slide cover, and usb (universal serial bus) ground clip were missing. System fan was noisy and rear display cover was scratched. It was noted that no stylus was returned with the programmer. (B)(4).